Event description:
The customer reported that a low volume of sample was delivered to various wells on six different plates. This was observed after pipetting the hiv I/ii peptide assay on summit. No error reported. No death or serious injury was associated with this incident.